Manufacturer narrative:
Internal reference number: (B)(4). Yu, z. (2021). Clinical effect of interlocking intramedullary nail and proximal femoral nail anti-rotation in the treatment of elderly femoral intertrochanteric fracture. Clinical medicine research and practice. 10.19347/j.cnki.2096-1413.202133029.

Event description:
It was reported that, on literature review "clinical effect of interlocking intramedullary nail and proximal femoral nail anti-rotation in the treatment of elderly femoral intertrochanteric fracture", 1 patient, who initially underwent internal fixation surgery with a trigen intertan nail to treat intertrochanteric fractures, experienced a deep vein thrombosis of the lower extremity. No specific details were provided in regards of how was this complication treated or resolved. The patient's outcome is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no further information will be provided to aid in this medical investigation. Therefore, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.